Event description:
The surgeon implanted a cc4204bf collamer plate lens but it ejected sideways and tore while being inserted. This incision was enlarged to remoe the lens and a suture was required. The nurse stated it was unknown as to why the lens tore. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to provide the lot number.